Event description:
A (B)(6) male pt contacted zoll customer support to report that his device seemed overheated and the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (overheated/will not power on) has been confirmed. Upon eval, both the positive and negative leads of high-voltage capacitor c22 were detached from the solder pads. This caused a power surge on the computer/analog (ca) board which damaged the pld component (B)(4) and shorted several power supplies (-5v, 5v, 3.3v, and 1.8v). The cause of the inability to power on is the extensive damage on the ca board. The cause of the extensive damage is the detached leads of c22. The root cause of the detached lead cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor. The pt received a replacement monitor.